Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total hip revision procedure on an unknown date. During the procedure, the trochanteric claw plate screw disengaged from the prosthesis as the screw length or engagement was insufficient.